Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) proximal tibia case on (B)(6) 2019, the scrub technician loaded the cannulated hex shaft to the periarticular large fragment on to the quick connect and loaded it on to the power source. The surgeon proceeded to load a 5.0 cannulated locking screw over a 2.5mm drill tip guide wire, slid the cannulated hex driver over the guide pin and engaged the 5.0 cannulated locking screw and began to engage the 5.0 locking screw into the 4.5mm locking compression plate (lcp) medial proximal tibia plate. After the screw was engaged into the plate, the surgeon handed the power drill with the cannulated hex shaft driver over to the scrub tech and noticed a small piece missing from the tip of the cannulated hex shaft driver. The missing piece was in the scrub techs hand and placed in on the side of the mayo stand. All pieces of the broken cannulated hex shaft were retrieved. Procedure was completed successfully with no delay. Patient was stable. Concomitant devices: cannulated screws (part: unknown; lot: unknown; quantity: 2); guide (part: unknown; lot: unknown; quantity: 1); lcp tibial plate (part: unknown; lot: unknown; quantity: 1); protection sleeve/holding sleeve (part: unknown; lot: unknown; quantity: 1). This report is for a cannulated 4.0mm hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number: 314.23, synthes lot number: a4gp935 , supplier lot number: n/a, release to warehouse date: 02 feb 1998, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on an unknown date, the patient underwent an unknown case, the cannulated hexagonal screwdriver shaft tip broke off. All the parts were retrieved and they have the screwdriver shaft and the piece that came off. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves one (1) device. Investigation flow: broken . Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device distal shaft breakage, which agrees with the reported complaint condition. DHR review: the returned device was manufactured in february 1998 at synthes brandywine site and is over 21 years old. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No product design issues or discrepancies were observed during this investigation. Dimensional analysis: dimensional analysis was not performed due to post manufacturing damage. Material analysis: according to DHR device was manufactured in feb,1998. Based on age, it is unlikely that the material property would have contributed to complaint condition. Conclusion: a definitive root cause for the returned 21 year old cannulated screwdriver shaft breaking could not be determined based on the provided information. It is possible that boney in growth around the screws created too much resistance for this cannulated screwdriver shaft under power during the screw removal surgery and the power of the drill resulted in the shaft tip breaking. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.